Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included cancer pain. It was reported that the patient experienced postoperative discomfort. The patient developed a fever one week after the procedure. Poor incision healing and infection were further indicated. The date of the event was unknown. The date 2025-nov-20 is an approximate date of event (specific month and year known only). Environmental/external/patient factors that may have led or contributed to the issue were unable to be provided. Regarding actions taken to resolve the issue, preparation for explant was indicated. The date of the planned explant was unknown. The issue was resolved as of (B)(6) 2026. The healthcare provider was notified that the product should be returned to the manufacturer. The patient's age at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was unknown if the pump had been since explanted as of (B)(6) 2026. It was unknown if the event including discomfort, poor incision healing, fever, and infection had been since resolved. The current status of the pump, if the pump would be returned to the manufacturer, was unknown.